Event description:
The customer reported that the system would not display the image during rotation. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative flashed the nodes, reformatted the hard drive, and reloaded the software. The system was tested and found to be working as intended and put back in service.